Event description:
(B)(4). Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a bone stimulator placed a week prior to this report for an issue unrelated to the patient¿s deep brain stimulation (dbs) therapy. It was reported that the patient was instructed to turn on the bone stimulator for 30 min each day. It was stated that the first time the patient turned it on, there were no issues; however, the second day the patient felt a large surge over their body and felt like the patient was going to pass out. It was noted that this lasted a few minutes and resolved, but the patient had a constant buzzing sensation in the ears while the bone stimulator was on. It was reported this happened the next time the patient used the bone stimulator too. It was noted that the patient had their dbs on at the time. The patient then turned dbs off the next time they used the bone stimulator and had some similar feelings, but it was much more mild than when both devices were on. It was stated there was less of a surge with the dbs system off for the 30 min of bone stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.